Event description:
The customer reported the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos battery and single board computer were replaced and the software was reloaded. The system was then found to be operating as intended.